Manufacturer narrative:
Clarification to d6a implant date: partial date 2023 - implants are "2 years old" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for an unknown side. Device remains implanted and it is unknown if device will be returned.